Event description:
It was clarified that the patient recovered without permanent injury.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va00rxg, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was determined the event was due to the patient¿s irritable bowel syndrome, not their device. They had a loss of therapeutic effect and stimulation sensation. Impedances were within normal limits. The patient felt stimulation vaginally after reprogramming. They recovered with permanent impairment. The patient was going to follow up with their gastrointestinal doctor to get their diarrhea under control. Follow-up is being performed to determine if permanent impairment was due to device or therapy.

Event description:
It was reported the patient¿s device always showed that it was working. Eight or nine weeks prior to call, the patient fell. They did not break anything, but bruised their spine. Since the fall, the patient had diarrhea six times in thirty minutes. They wear diapers and take imodium, but it does not help. The patient experienced vomiting and went to the bathroom all the time. The patient went to the hospital, had their blood drawn, and were prescribed five medications. The hospital said they had nothing wrong. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).